Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous left anterior descending (lad) artery. The physician felt resistance, inside the non-boston scientific guide catheter, while advancing the 3.50x20 mm taxus express 2 drug eluting stent. Upon removal, the distal edge of the stent was found to be lifted up. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.